Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead incurred electrode end and insulation damage. This lead was physically damaged by the hospital scrub technician. In addition, the proximal end of the whisper wire got stuck through the lead tip that it tore the lead tip insulation off. This lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead incurred electrode end and insulation damage. This lead was physically damaged by the hospital scrub technician. In addition, the proximal end of the whisper wire got stuck through the lead tip that it tore the lead tip insulation off. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The insulation damage allegation was confirmed based on the field report. Visual inspection was unable to locate the puncture hole in the insulation however, past occurrences normally shows puncture hole usually locates at the curvature of the spiral fixation just distal to fluoroscopy marker. The damage was consistent with wire escaping the lumen. The electrode end damage allegation was not confirmed the lead tip was not torn off.